Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. The following physical damage was noted: minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she dropped her insulin pump on the bathroom floor and the drive support cap began sticking out. The patient's blood glucose at the time of incident was 500 mg/dl, which was treated via manual insulin injection. The device programming was accurate. However, the customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction due to the drive support cap damage. The insulin pump was returned for analysis and a replacement device was shipped to the customer.